Event description:
Reporter stated that caller from account reported that unit would not stabilize and could not be calibrated. In her troubleshooting the caller discovered solution in the weighing chamber even through the unit had not done any compounding. She then changed the set and discovered the magnet from the chamber cover was loose, which she pushed back into place. When asked by reporter if the source occluder door could have been open when the first set was installed, she said she didn't know. After the second set installed, the occluder door closed and the magnet repositioned, the unit was calibrated without difficulty and there was no free flow. Reporter is sending a new magnet since caller is afraid the current one will fall out. Since the issues were resolved on the phone, the unit was not swapped out. No pt involvement.